Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose test result of 40 mg/dl. However, the patient had hyperglycemia symptoms such as thirst, sweating, vomiting and a positive acetone test. Therefore, the mother took her to the hospital. On the way to the hospital, the daughter fell into a coma. At the hospital, the patient had a blood glucose value of hi mg/dl (> 600 mg/dl). The patient remained in hospital for three days and was treated with insulin intravenously.